Event description:
It was reported by service report that the frame at the head end pt right side was bent. There was pt involvement, however no adverse consequences are reported.

Manufacturer narrative:
Bed frame was bent, frame not repairable, recommended by scrapped.